Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device - inconclusive analysis - incomplete. The device had a power on reset (por) on (B)(6)-2010 which occurred in the return products analysis lab and cleared out all implant data. No conclusion on longevity could be reached. Follow-up information on this event received in june of 2010 indicates that the device was implanted in 2006 and therefore had not been implanted for "about one year only" as was initially reported in (B)(6) 2010. The implant date of the device and the event description have been updated with this information.

Event description:
It was reported the device reached eri (elective replacement indicator) and had a longevity of "about one year only". The device was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the device had been implanted 2006 and reached eri on (B)(6)-2010. The manufacturer's representative had made a mistake in saying that the device had only been implanted about 1 year. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached eri (elective replacement indicator) and had a longevity of "about one year only". The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.